Event description:
It was reported that colonovideoscope exhibited a cleaning brush that was broken off in the biopsy channel and was not removed during pre-procedure checks by the biopsy forceps. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to b5 as relevant details were inadvertently left out of the event description in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The brush used with the device was non-olympus. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): the channel cleaning brush (bw-20t) is a consumable item. The single use channel cleaning brush (bw-201t) is a single-use item. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush (bw-20t) or the single use channel cleaning brush (bw-201t) is free from any damage or other irregularities before and after use. Should a part of the brush come off inside the endoscope, immediately retrieve it and carefully confirm that no parts remain inside the channel of the endoscope by passing a new cleaning brush or other endo-therapy accessory through the channel. Any parts left in the channel can drop into the patient during the procedure. Depending on the location, the missing part may not be recoverable by passing a new brush or other endo-therapy accessory through the channel. In this case, contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
At a repair reduction in-service by the endoscopy nurse educator at the user facility simulation center, during a training exercise simulation that required the trainees to set up the scope per the instructions for use (IFU) for a mock procedure, and then perform bedside cleaning of the scope per the IFU. As part of the training exercise, a broken cleaning brush was placed inside the scope channel at the distal end to simulate a brush being broken off during cleaning. The goal was that when the team member placed the endotherapy accessory down the channel during their setup, the brush would come out and they would have to follow the protocol for changing scopes/sending out for repair, etc. This brush did not come out when the team member placed the accessory down the channel nor when one of the olympus reps placed the accessory during setup either. The brush finally came out during a third pass of the accessory while the scope was inside the simulated colon. It was also noted that the scopes used in the simulation center are not used in actual procedures on real patients. The customer expressed concern that they followed the IFU for using a biopsy forceps to check the instrument channel and that the device did not remove the brush from the channel. The customer performed this training in conjunction with simulation procedure and ended up pushing the broken brush tip into the simulation colon. There was no patient involvement in this incident. The colonoscope that was used is a scope that has been designated for training only and is not used on patients anymore, and therefore, does not undergo routine reprocessing. The scope is always dried and sometimes flushed with alcohol after every training exercise prior to hanging in the storage cabinet. The concern was raised as it took several passes to dislodge the brush, even though the team member followed the IFU.